Event description:
Spontaneous call from (B)(6) nurse educator (B)(6). Rn reported pt has infected PICC line was started on po clindamycin. Pt was seen by md (B)(6) 2020 received infusion and had the PICC line removed. Rn also reports that pt's mother changed PICC line dressing sometime between (B)(6) 2020. The tegaderm dressing was removed and the onsite dressing 3000 was applied by the pt's mother. Rn reports (B)(6) 2020 infusion rn had applied tegaderm dressing. Pt has an allergy to tegaderm, and it was reported the rn advanced the PICC line 1/4", at the time of the (B)(6) 2020 visit. On (B)(6) 2020 the md office has called into (B)(6) to report to the hemodialysis nurse specialists that the pt had a reaction to the tegaderm dressing with redness and blisters under the dressing and to use the onsite 3000 dressing. Rn reports pt has not missed an infusion. Reported to (B)(6) by health professional.